Manufacturer narrative:
A sample device was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. There have been two other complaints reported in the lot number. Additional information has been requested. The manufacturer internal reference number is: 2020-74617.

Event description:
A facility representative reported that an intraocular lens (iol) was explanted approximately six weeks following the initial implantation. Additional information has been requested.